Event description:
The pt was taking humapen ergo (humapen ergo teal/clear) lot 0403a03, for treatment of diabetes mellitus beginning on an unspecified date. On an unspecified date, the humapen ergo was reported to have two broken tabs. The humapen ergo complaint is associated with cid00370907. The operator of the device was unknown. It was unknown if the operator was trained or not. It was unknown for how long the operator has used this device model and the reported device had been used for more than one month. The return of the device was anticipated. It was unknown if the hp ergo was switched for a new device or not.